Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No recent change record related to the customer allegation was identified. Trend analysis was not able to be performed because no lot information could be provided. No data could be provided. Information regarding sample availability could not be provided. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for cobas 6800/8800 sars-cov-2/flu assay. A customer from the united states alleged that they received discrepant results between the cobas liat system (s/n unknown) and the 6800 instrument generated when analyzing the cobas 6800/8800 sars-cov-2/flu assay. On (B)(6) 2021 the customer reported that they received a potential false sars-cov-2 result for a patient sample analyzed on the 6800 instrument. The patient sample was initially analyzed on cobas liat system (s/n unknown) that generated sars-cov-2 positive, influenza a negative, influenza b negative results. The patient¿s same sample was repeat tested on the 6800 instrument that generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patient sample collection method was not provided. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)